Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 25, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the trigger button was sticky on the small battery drive device. There were no delays to the surgical procedure as an identical spare device was available for use to successfully complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was also observed that the device made a loud noise. The assignable root cause was determined to be due to various worn components and bearing deterioration from normal wear out. If additional information should become available, a supplemental medwatch report will be submitted accordingly.